Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-00090, for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a esophageal varices bleed performed in 2009. According to the complainant, during the procedure, they used two speedband superview super 7 multiple band ligator devices and the bands fell off the varices. The patient was re-scoped and the case was completed with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.